Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that, the infusion set's tubing detached at the quick release while playing. The site location was the patient's buttocks, and the pump was on the right side. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was stress or pull on the tubing, as the set got stuck with an object. However, the pump was not dropped with the set connected to the body. No further information available.